Event description:
Tbm called stating that he was an the ability expo, and a end user approached him about his power chair, stating that the upper cable that goes into the joystick has a loose connection.